Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that their bgs have been high and low with unexplained causes. The cause of the event was not determined by the md. It was stated that md might adjust pt carbohydrate to insulin ratio. The customer conveyed that they are going through menopause and have been stressed recently. The programming and histories were accurate. Troubleshooting was performed and the pump passed the functional tests.